Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported a low glucose event, providing the following example set: on (B)(6) 2026, at 9:18 am, sg 106 mg/dl, bg 56 mg/dl. After dms review, this information was confirmed: on (B)(6) 2026, at 9:18 am, sg 106 mg/dl, bg 56 mg/dl. It was also confirmed that the user did not receive a low glucose alert at the time of the event because the sg never went below the alert level. The user did not seek medical treatment and resolved the event by taking glucose tablets, sugar, and apple juice. The user's healthcare provider (hcp) is not aware of the event, and the user was advised to follow up with the hcp for further guidance. Per dms, the user is currently using the system with up-to-date information.